Event description:
The following has been reported: clinical implementation service reported: "this event was reported to me on 9/19/25 @ approximately 1030 by the cns on cvicu/nassef 7. This event occurred on night shift at unknown time. According to the cns, the clinician turned on pump and "service needed" alarm showed on screen. Clinician attempted to troubleshoot but alarm remained. Pump was removed and replaced with a new one which showed the same "service needed" alarm. No patient harm with either pump. A preliminary review identified the following issue: pneumatic valve leak failure .(valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 leak. The device was powered on and the pneumatics recharged numerous times. After this the pump displayed a major pump problem alarm. Pump was reverted back to manufacturing mode and failed pneumatic testing consistent with a valve 1 leak. Internal investigation found no additional damage.